Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer was transported by ambulance to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 856 mg/dl; cause was unknown. Customer attempted to self-treat by changing supplies. Customer was unsure of treatment they received while hospitalized due to impairment. Customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.